Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a left renal artery. The lesion was pre-dilated and the 7x18mm herculink elite was inflated without issue. However, resistance was met and was unable to remove the herculink as it was stuck on the tip of the guide catheter. All devices were removed together. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual, functional and dimensional analysis was performed on the returned product. The reported difficulty was not able to be confirmed once the balloon was fully inflated and deflated. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints. The investigation was unable to determine a cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.